Event description:
The hospital reported that during the diagnostic colonoscopy the video image froze. The colonoscope was withdrawn from the patient. The procedure was completed with a different, but similar device. There was no patient injury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed that the freeze button (aka switch #1) was found working by itself when the light guide tube is manipulated. This phenomenon is likely attributed due to electrical shortage in the light guide tube. In addition, there was evidence of fluid invasion and corrosion in the electrical connector that most likely caused the freeze button to malfunction. This report is being filed as an MDR in an excess of caution.